Event description:
Customer had an issue with ise results for four patient samples and provided the results. Results for two of the patients were discrepant when repeated on same analyzer: patient 1, initial sodium result 118 (accompanied by a data flag), repeats gave 82 (accompanied by data flags), 128 (tested (B) (6) 2010, accompanied by a data flag) and 129 mmol/l (tested (B) (6) 2010, accompanied by a data flag); initial potassium result 6.09 (accompanied by a data flag), repeats gave 1.10 (accompanied by data flags), 6.26 (tested, (B) (6) 2010, accompanied by a data flag) and 6.30 mmol/l (tested 5/5/10, accompanied by a data flag). Patient 2, male, (B) (6), initial sodium result 131 (accompanied by a data flag), repeats on (B) (6) 2010 gave 142 and 144 mmol/l. Customer is not sure what results were sent to the floor but stated if they had any flag, they were not resulted. No patients affected. The field service representative found the cause was a valve which was prematurely draining fluid from sipping station #1. This caused air to be introduced into the measuring chamber. He replaced the valve and performed ise checks which gave expected results. Customer ran calibration and controls.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.